Manufacturer narrative:
Additional information provided confirmed the delivery system was pulled back to the hemostatic valves of the sheath. It then appeared separated, therefore the operator stopped pulling the delivery system and the entire sheath/delivery system were removed from the body as one unit. The esheath was returned to edwards for evaluation. The device underwent visual and dimensional inspection. The returned sheath was visually inspected for any abnormalities. Visual analysis revealed liner delamination at the distal sheath tip approximately 0.5¿ in length. The marker band was not present on the returned device and was not returned for evaluation. Minor distal sheath tip damage was observed. No other abnormalities were observed. No applicable functional testing could be performed on the returned device relating to the sheath distal tip separated marker. The complaint was confirmed through visual inspection. No applicable dimensional testing could be performed on the returned device relating to the sheath distal tip separated marker. During manufacturing, the esheath undergoes multiple 100% inspections at the component level as well as during final inspection. Additionally, during verification (pv) testing, the samples undergo visual inspection for seam separation, holes, and tears. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaint for sheath distal tip separated marker was confirmed. Available information indicates that procedural factors most likely contributed to the reported event. Per the complaint description, it was stated that ¿it is perceived that the dislodged radiopaque marker occurred as the delivery system/valve became caught on the end of the sheath during withdrawal of the system.¿ several procedural factors may contribute to this: if flex tip was not flush with the valve during retrieval, it can cause the valve to catch on the distal tip or liner of the sheath. A non-optimal withdrawal angle/coaxility of the delivery system in relation to the sheath due may also cause the delivery system catch the distal tip and/or liner during retrieval. Such conditions and/or excessive force during retrieval may result in the delamination of the liner and subsequently lead to the marker band becoming exposed and separated. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors may have contributed to the event. A pra was previously initiated for risk assessment and corrective (or preventative) actions were addressed through a CAPA. Since no manufacturing non-conformities were identified in the returned sample and both complaint and fmea occurrence rates do not exceed their respective limits, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.

Manufacturer narrative:
Ref. Mfgr report # 2015691-2017-03846.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the deliver system balloon tore. Upon removal, as the delivery system was being pulled into the esheath, the radiopaque marker on the distal portion of the esheath embolized into the patient¿s renal artery. A 23mm sapien 3 valve was then prepped and inserted through a 14f esheath. The valve was aligned and positioned. After alignment, the valve appeared to be too far beyond the distal marker on the commander delivery system. After positioning in the annulus, the valve appeared more central and the decision was made to proceed with valve deployment. The valve did not inflate or move when the atrion syringe was compressed. The deployment was aborted and blood was seen in the atrion syringe. Assuming balloon rupture, the delivery system was pulled back. As it was being pulled into the esheath, the radiopaque marker on the distal portion of the esheath was observed to be shearing off and embolized into the renal artery. The esheath/ valve were removed and a new esheath/delivery system/valve were inserted. The second 23mm sapien 3 valve was successfully deployed in an 80:20 aortic position. The radiopaque marker, however, was unable to be surgically removed from the patient. The patient left the operating room in stable condition. Additional information provided confirmed one of the operators turned the fine adjustment wheel instead of the flex wheel when traversing the arch. This caused the valve to push forward ~3mm beyond the distal marker (center marker ~3mm/ distal marker ~1mm). The balloon had appeared to have ruptured at the area of the white crimp marker, which was noted after the delivery system was removed. Also, contrast/blood was observed leaking out of the balloon after it was removed. No tools were used to remove the balloon cover. Although percutaneous removal of the radiopaque marker was attempted with snares, filter wires and balloon retrieval, this resulted in the continued embolization of the marker into the patient's tertiary vessel. Nephrology was consulted but the team felt that it was too high of risk to surgically remove the radiopaque marker. The patient had a small left polar renal infarct. Post procedure the patient¿s creatinine was noted to be elevated to 2.8. This was thought to be a result of the increased dye load experienced due to the elongated procedure and attempted removal of the marker. It is perceived that the dislodged radiopaque marker occurred as the delivery system/valve became caught on the end of the sheath during withdrawal of the system.